Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported for the last month they had been having problems with their leg and weren¿t getting relief. The consumer had been trying to adjust the setting on the patient programmer (pp), but couldn't get the setting to change from wire/group a to wire/group b. During the call troubleshooting was performed and the pp was used to sync with the implantable neurostimulator (ins) which showed group a at 7.00 volts but therapy was off. It was reviewed with the consumer therapy was off, but they were unaware of this. Prior to turning therapy back on the consumer decreased stimulation to 2.5 volts and then back up to 6.0 volts, but they were unable to change groups, however it was unknown if there was more than one group available. The consumer was redirected to their healthcare provider (hcp) regarding programming.